Event description:
It was reported that during surgery temperature was not displayed in foley catheter. Batch no. Mykq6341 and mykq6347.

Manufacturer narrative:
The initial reporter facility name provided is (B)(6) hospital. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery temperature was not displayed in foley catheter. Batch no. Mykq6341 and mykq6347.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital (B)(6). The reported event was inconclusive as the sample was not received for this lot. The labeling is found to be adequate. DHR was not able to be performed as the lot number is unknown. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.